Manufacturer narrative:
(B)(4). The customer advised physio-control that based on the age of the device and the costs of repair, they will not seek repair and will be retiring the device from service. The device will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not complete the boot up process. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Device manufacture date of the initial medwatch report indicates: 12/26/2012. Device manufacture date of the initial medwatch report should have indicated: 03/29/2005.